Manufacturer narrative:
Initial reporter telephone: (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm the phacoemulsification unit¿s vitrectomy cutter function did not work. The fss tested and checked the disposable vitrectomy cutter accessory. The fss found the issue was the disposable vitrectomy cutter accessory. The fss proactively adjusted the pneumatic pressure. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported the vitrectomy function did not work; therefore the procedure was not completed. A brief description from the surgery center indicated that troubleshooting was attempted by confirming the connections between the phacoemulsification unit and vitrectomy cutter, checking the proper cut settings, and verifying the footpedal settings. The surgery center reported although, the irrigation was enabled, the vitrectomy cutter did not work. The troubleshooting was unsuccessful and the procedure was postponed. The procedure was completed at another surgery center. This report is for the procedure that was aborted and completed at a different surgery center due to system interruptions that occurred during the phaco procedure. A separate MDR is being filed to capture the vitrectomy cutter issue.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.